Manufacturer narrative:
Batch review performed on 26 january 2021. Lot 2000047: (B)(4) items manufactured and released on 13-may-2020. Expiration date: 2025-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture 3 months after the primary. The cause of the periprosthetic fracture is unknown. The surgeon cabled the fracture, revised the stem and head with competitor products, and revised the medacta liner with a medacta liner. The surgery was completed successfully.